Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed low level high frequency noise resulting in inhibition of pacing. The patient was seen in clinic on (B)(6) 2017. The myopotentials were able to be reproduced in clinic. None of the myopotentials were being sensed in real time with both the low frequency attenuation (lfa) filter turned on and off. The lfa filter was turned off. The patient was asymptomatic.